Event description:
It was reported that a signal loss event occurred. On (b)(6) 2026, the patient's father contacted Dexcom to report that the patient's Dexcom mobile application was intermittently losing connection and "going in and out." The patient was also using an Omnipod insulin pump at the time of the event. The reporter stated that they were attempting to get "it" back down, but that "it" continued to rise. It was presumed that the reporter was referring to the patient's glucose values, either from the CGM or a blood glucose meter; however, no specific glucose readings were provided. The reporter further indicated that the patient was experiencing diabetic ketoacidosis (DKA) and was en route to the emergency department for evaluation and treatment. Due to the urgency of the situation, the reporter was unable to provide additional details regarding the event and declined further discussion at that time. Although attempts to follow up with the reporter for additional event details were made, contact was unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.Diabetes Mellitus is a known cause of hyperglycemia.